Event description:
It was reported that a pt underwent an anterior cruciate ligament repair procedure in 2009. The drain was in the pt for one day. In the next day, the nurse removed the drain from the pt with out difficulty. At approx 8 months later, the pt complaint of pain and "locking feeling" in the knee. The surgeon did an x-ray and noticed an implant in the knee. The pt underwent a re-operation in the next day, where an approximately three centimeter piece of drain was found. There was no infection in knee.

Manufacturer narrative:
Date sent to the FDA: 11/05/2009. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.